Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. Per additional information received, chiller was shaking and biomed was unable to really do more ts. Leak and shaking chiller assessed as cascading events of failed chiller. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was leaking from the chiller and the chiller was shaking really bad. Per review of wo notes assessment of the device at the depot. Chiller was shaking and biomed was unable to really do more ts. Leak and shaking chiller assessed as cascading events of failed chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was leaking from the chiller and the chiller was shaking really bad. Per review of wo notes assessment of the device at the depot. Chiller was shaking and biomed was unable to really do more ts. Leak and shaking chiller assessed as cascading events of failed chiller.